Event description:
It was reported during prostate procedure two fibers failed due to fiber break issue. The fiber tip (cap) of the first failed fiber was not cleaned during the procedure. There is no information regarding how the procedure was completed. There was no injury reported to the patient due to this issue. This report is for second failed fiber.